Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for an unspecified therapeutic procedure. No patient involvement or injury was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to provide the event date in section b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated, and the phenomenon (no image) was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.